Manufacturer narrative:
Final customer: (B)(6) medical center, (B)(6) investigation: the device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. The run data file (rdf) was analyzed for this event. Root cause: a conclusive root cause for the higher than expected wbc content in the platelet product reported for this procedure cannot be confirmed through run data file analysis. While the trima accel system is typically robust against numerous autoflow adjustments from access pressure pauses, it cannot be rule out that the changes in inlet flow rate, and therefore centrifuge speed and lrs chamber flow rate, disrupted the steady state of the system and contributed to the higher than expected wbc content reported for this procedure. It is also possible, though not conclusive, that this leukoreduction failure may be donor related. A potential reason for this donor related leukoreduction failure may be, but is not limited to, a high wbc count.

Event description:
The customer requested the run data file be investigated to determine a possible cause for the higher-than-expected white blood cell (wbc) content in the platelet product. Donor unit ID: (B)(4). There was not a transfusion recipient or patient involved at the time of this incident, therefore, no patient information is reasonably known at the time of the event. The platelet collection set is not available for return because it was discarded by the customer. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.